Event description:
Boston scientific received info that the left ventricular lead, which was implanted in an animal subject in the bsc animal lab, dislodged several days post-implant. In a revision procedure to address the dislodgement, the animal experienced bradycardic rates, decreased blood pressure and sinus tachycardia. The animal could not be stabilized, and eventually died during the procedure. A post-mortem exam revealed evidence of pulmonary embolus and cardiac infarct. The leads were left in place for a histology exam to be performed, but will eventually be explanted.

Manufacturer narrative:
No additional info is available at this time. If additional info becomes available, this event will be updated.